Event description:
The device eval identified a reportable malfunction, cracked or broken pivot point, unrelated to the original complaint, that was not a reportable event.

Manufacturer narrative:
Broken pivot point confirmed in the lab. Broken pivot point.